Manufacturer narrative:
Concomitant products: product ID 3708120, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3550-29, lot # n278073, implanted: (B)(6) 2011, product type accessory; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3550-39, lot # n293944 , implanted: (B)(6) 2011, product type accessory; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported there was a possible problem with the implantable neurostimulator (ins). There was a telemetry issue with the clinician programmer, patient programmer, and recharger. The last time the patient used stimulation was seven days prior to the report. The patient had a cardiac procedure for placing a stent (unsure if cautery was used) and the patient charged once after that procedure occurred. The patient charged two days after the stent procedure and the ins was ¼ charged at that time. Two after surgery he shut stimulation off for an EKG and he wasn¿t able to charge the ins after that. It was noted the patient usually charged every two to three weeks when he was at ¼ charge. The potential for overdischarge was reviewed. This overdischarge occurred in a similar way to their previous overdischarge. The patient was ¼ charged and then the patient wasn¿t able to charge the ins up again. A physician mode recharge (pmr) was successfully started and it was reviewed the power on reset (por) would need to be cleared. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.